Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. A less than 50% stenosed target lesion was located in a non-tortuous and mildly calcified peroneal artery. A 2.5mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. The radiopaque markers were not at the right spot on the balloon. However, during the first inflation at less than 2 atmospheres for less than 1 second, the balloon ruptured when it was removed. The device was successfully removed from the patient. The procedure was completed with a second balloon. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A less than 50% stenosed target lesion was located in a non-tortuous and mildly calcified peroneal artery. A 2.5mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. The radiopaque markers were not at the right spot on the balloon. However, during the first inflation at less than 2 atmospheres for less than 1 second, the balloon ruptured when it was removed. The device was successfully removed from the patient. The procedure was completed with a second balloon. No patient complications were reported.